Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 107 mg/dl, 95 mg/dl, and 46 mg/dl within 1 minute on the active system. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.